Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, eccentric target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 16 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion; however, significant resistance was met upon advancing. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.